Event description:
Patient arrived to hospital for elastomeric pump d/c (disconnect). Pump completely full and not infused. All clamps open and no kinks noted, tubing secured with tape to chest, flow restrictor loose, but noted to have been taped prior. Patient states he felt it last night (did not take it out and look at it) and thought it odd that it was still so hard.